Manufacturer narrative:
According to the complainant, the suspect device has been disposed off and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report# 3005099803-2009-05395 for a description of the other device. It was reported to boston scientific corporation that two injection gold probes were used during a hemostasis procedure of the duodenum performed on (B)(6) 2009. (Patient age was unk, but was noted to be elderly). According to the complainant, the needle would not move in and out. The physician straightened out the scope; however, the needle still could not be withdrawn. The device was removed through the scope without issue. Another device was used with the same results. Again, the device was removed through the scope. Since the needles could not be retracted, the probe could not be used for cautery. The procedure was completed utilizing the injection needle part of the probe. A third device was not required. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.